Event description:
It was reported that one day post-implant, an alert for high, out of range hv lead impedance was received. No further information is available.

Manufacturer narrative:
UDI (di): (B)(4).